Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported an open wound under an electrode. The patient was not using anything to treat the skin irritation but was changing the garment frequently and keeping the area clean and as dry as possible. There is no indication that the patient received medical intervention. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction associated with the irritation.